Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in the pump shutting down. Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit on (B)(6) 2025 due to a blood glucose (bg) level over 400 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. Reportedly, the customer was released on (B)(6) 2025 and reverted to an alternate method of insulin therapy.